Event description:
The user stated they had low recovery for sodium for several days. The user sent a couple of serum samples with low results to a reference lab for testing. Of the data provided, two samples were discrepant. All results are in mmol per l. In 2009, sample 1 initial result was 133, result from the reference lab was 141. Five days later, sample 2 initial result was 132, repeat results were 133 and 134. The result from the reference lab was 140. Three days later, the user discovered a second bottle of solution 2 was mistakenly placed onboard the ise rack instead of etcher. The bottle had been loaded onto the analyzer the previous month. The user removed the extra bottle of solution 2 and placed the correct bottle of etcher onto the analyzer, performed maintenance and then requested the samples. Sample 1 generated a result of 144 and sample 2 generated a result of 144. The user stated the original results had "went out". The user stated one pt had been given a medication change based on the original result. The pt was called in for a re-draw and the re-draw sample resulted in a normal result. No specific data was provided. She stated that she was not sure exactly how the pt was affected, but then stated that the pt was "alive and well". The user was not sure which pt this was and refused to investigate further.

Manufacturer narrative:
The operator's manual states "you must place each solution in its correct position as defined" and one bottle of solution 2 should be loaded into position 5 and one bottle of etcher should be loaded into position 3.